Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present in neck region. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Fracture most likely occur during revision. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Additional information received, and a supplemental report is being filed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
The right atrial (ra) lead exhibited high pacing thresholds and low sensing. The lead was attempted to be repositioned, but the lead helix exhibited extension and retraction issues. The ra lead was explanted. No additional adverse patient effects were reported.